Event description:
Almost immediately after replacing the pump, the patient began having problems with the therapy. With the previous pump, the patient had really good pain control but not with the new pump; the efficacy of the therapy would come and go. The patient was having myotonic leg jerking that would last for a day or two, go away, and then return. In addition, the patient had nerve issues and, after feeling good for a few days, his legs suddenly started feeling cold, especially on his left side. The patient had been put on a high dose of oral morphine for a while, which had helped somewhat, but he did not do well on oral medication. The healthcare provider (hcp) weaned the patient off of the high oral dose while increasing the pump dose. The hcp had pretty much taken the patient off of oral medication to rule out that they had been the cause of the symptoms; however, there was no change. Next, the hcp planned to wean the patient off of the pump and start him over, but, as soon as some reductions were made, it became much worse, so he stopped. It was stated that the patient's medication had been changed. There were no volume discrepancies with the pump reservoir and an MRI was performed, but the hcp didn't see anything. It was also reported that a dye study was performed and there was a loop in the intrathecal space, but they determined that the catheter was working. The device system was being used to deliver clonidine, bupivacaine, and morphine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Event description:
Additional information received reported the patient had a ¿flair¿ as they were titrating doses. The event was attributed to the dose and type of medication. The healthcare provider was trying to find the right combinations of meds and doses. A dye study was performed on (B)(6) 2015 and found no problems. At the time of report, the hcp was still adjusting meds, but the patient was doing better.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l62633, implanted: (B)(6) 1999, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).